Manufacturer narrative:
Analysis determined the low battery alarm was occurring and that the battery depleted normally. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received an unknown drug in an implantable pump for non-malignant pain and other non-malignant pain. The pump migrated to the peroneal area and the patient wanted it removed. The pump was explanted and the catheter segment was partially remained in the left side area on (B)(6) 2016. The pump had not been used for years (therapy was discontinued in 2010 due to patient addiction of medications). The patient recovered without sequela. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, patient symptoms, troubleshooting perform, and if the cause of the migration was determined. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.